Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose. The customer reverted to an alternate method of insulin therapy.